Event description:
It was reported that the pulmonary artery pressure data was measured highly than normal. There were no patient complications reported.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's unexpected post operative refraction.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. No visible damage to catheter body. Pressure monitoring device was not returned for evaluation. Approximate age of device: 7 months; device manufactured date: 4/16/2009